Manufacturer narrative:
Actual device was returned to endologix and sample evaluation was conducted. There were no structural defects with the devices and the bifurcated device lumen was largely patent, although much of the luminal surface (graft and stent) was covered by dark red, partially organized mural thrombi (clotted blood). Furthermore, medical records were reviewed by clinical representative indicating that an endoleak was not present. Rather the graft material was conforming to the vessel wall. Device manipulation during deployment likely led to misplacement of the proximal extension. Review of lot records, work orders, and prior reports no issues with the lot were noted. Endoleaks and occlusions are a known risk, as identified in the product labeling.

Event description:
It was reported that approximately 8 months post-implant of a bifurcated device a follow computed tomography scan revealed a possible proximal type I endoleak (MFR # 2031527-2013-00190). The physician elected to treat the patient with an infrarenal aortic extension to address the endoleak. Reportedly, the infrarenal aortic extension was in position. The physician attempted to advance a 0.035 inch superstiff wire and a 26 mm balloon. Prior to inflating the balloon, the physician noted that the aortic extension moved proximally and covered both renals. The physician ballooned and was able to pull the aortic extension down about 20 mm, but both renals were still covered. The physician elected to convert to an open repair; when the device was removed the physician noted no presence of blood in the aneurysm sac, no endoleaks, and a large amount of thrombus in the main body of the bifurcated device. The patient tolerated the procedure well.